Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure blood entered the inner cavity of the left ventricular lead and the guidewire could not enter the lumen of the lead. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.